Event description:
Sales rep reported that the child presented problems. When brought in to surgery the patient was opened up and the device tested. The device worked as expected. However as a precaution and the family sensitivity, the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records could not be reviewed as the lot number has not been provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.